Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. Based on the blood glucose results the customer transported herself to the hospital. The customer was admitted into the hospital and treated with insulin. The blood glucose results obtained at the hospital were not provided. It is unknown how long the customer was hospitalized.